Event description:
The device was connected to the pt through quik-combo adult pacing/defibrillation/ECG electrodes. Reportedly, the device prompted that the electrodes were not attached. The reporter stated the pt was not a candidate for defibrillator therapy. The device was switched to monitor the pt through ECG leads. Pt outcome was not reported, but the reporter stated the event did not cause or contribute to the pt outcome, due to continued device use.

Manufacturer narrative:
The reporter stated the therapy cable that was used was labeled 'test'. The reporter confirmed root cause to be this therapy cable. According to the reporter, the therapy cable had recently been acquired through the biomedical engineering department of a sister hospital. The reporter repeated testing with a new replacement therapy cable and proper operation was observed. The reporter discarded the reported therapy cable, and therefore it was not available for examination by co. The reporter stated that the offer of further assistance from co was not warranted, since the failure had been identified and resolved.